Event description:
It was reported that the patient presented in the emergency room experiencing symptoms of dizziness and bradycardia. Upon device interrogation, the right ventricular (rv) lead was discovered to have a failure to capture and high capture threshold. Programming changes were made. The patient was stable.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. The patient was discharged post-procedure.